Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was approximately 300 mg/dl and was addressed by drinking water and delivering a bolus of insulin. The contact was not sure what the cause of the high bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg level.